Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during noted testing. No moisture damage found inside the device. The device did have cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Event description:
It was reported the customer had exposed their insulin pump to fluid. The customer stated they had dropped their insulin pump into the sink. Customer's blood glucose was 74 mg/dl. The customer also reported there was a piece of plastic breaking off from the battery compartment. It was also found the customer's buttons were unresponsive. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.